Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During a periodical inspection, the subject device did not power up. There was no report of patient injury associated with this event.

Manufacturer narrative:
Re-evaluation on the reported event performed on (B)(6) 2020, determined that the problem was still MDR reportable malfunction. The correction was made on g4. And this supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by the defect of the main board or power supply board. If additional information becomes available, this report will be supplemented.